Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15426. It was reported, the patient's charging system was unable to locate her ipg. A replacement charging system was sent to the patient. The sjm representative met with the patient and indicated neither the replacement charging system and patient programmer were unable to communicate with or charge the ipg. The programmer displayed a communication error. The patient last charged her ipg approximately 1.5 months ago and is currently without stimulation. Surgical intervention amy take place at a later date. The patient has 2 scs systems implanted. It is unknown which ipg is associated with the issue; therefore both ipgs are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.